Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, device heating up. The customer reported no adverse event. The event involved product(s) mmt-1884l. Pump hot/warm/overheating customer reported pump is warm, hot, or overheating. Battery failed alarm customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on the event date of 19-dec-2024. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 fatal alarm (file #: 39, line number: 691, esf #: n/a) confirmed in the history files on 01/17/2025 at 14:58:04.000 due to a possible hardware error. Pump powered down. After power up, during startup, hrm post failed during factory parameters check. Data integrity check failed and generated nm_internal_flash_crc_e error. This type of error leads to open book, because by design all three error dump areas to be filled with a special pattern (0xdead0034). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Critical pump error (open book image) alarm confirmed due to pump error 55. Pump error 55 alarm was confirmed in the history files and traces due to a hardware failure, problem isolated to the electronic assembly. Unable to verify customer's complaint for failed battery test and device heating up due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.